Event description:
The problem was observed over the last two months. The new latex free syringes leak when filled. The leak occurs around the base of the plunger, not at the tip of the syringe. This could/is a danger when chemotherapeutic agents are drawn up in these syringes. The leaks were noted shortly after filling while product was still in the pharmacy.